Manufacturer narrative:
This correction MDR is being submitted due to the initial MDR being submitted in error. The complaint was created in error due to it being a duplicate.

Event description:
Additional information received. Material #: 10016073, batch #: unknown (provided batch #: 235059177). It was reported by customer that they very concerned as over the last six weeks, we have had a seemingly steady increase in IV tubing coming apart. Both secondary and primary lines have come apart under the drip chamber. We have had multiple chemo spills as a result. Verbatim: there currently isn¿t an option in rl solutions to include the supply chain team. (B)(6) oversees rl solution reports for wci. Perhaps she could help get that option in rl? Is there someone else we can assign these to or is there a specific department name used for supply chain team? I am very concerned as over the last six weeks, we have had a seemingly steady increase in IV tubing coming apart. Both secondary and primary lines have come apart under the drip chamber. We have had multiple chemo spills as a result. See the photo below circled where the tubing came apart. Bd chemo secondary set catalog number 10013364t. Lot numbers: (10) 235059177, exp. Date 5/23/2026. (10) 10016073, (10) 23039137. Primary tubing: catalog number 2420-0007, lot number: (10) 23025193 , exp. Date 2/7/2026. (10)23075292upon visual inspection, staff have noticed that there is a kink there at times but not always. Staff unkink the tubing and the tubing appears in tact with minor manipulation (clamping and unclamping). It almost always comes apart chairside, as the nurse is raising the bag to hang it. The nurses have been the ones the chemo is spilling on primarily -soaking their shoes and socks. I have reinforced with staff to please keep in mind when using any product/tubing to inspect before using. I am encouraging staff that inspecting include gently tugging at the tubing, looking for kinks and seeing if there is a compromise to the integrity of the product. If a product is questionable for use or there is compromise, not to use and fill out an rl solution - include the lot number of the product if available. Also, save (unused) product in a bag and label defective in the case someone reaches out for it for further analysis. I have notified regional pharmacy, nursing leadership from wci regional team and wci main campus ¿ inpatient and outpatient due to the concern.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set separated. The following information was received by the initial reporter with the verbatim: I am very concerned as over the last six weeks, we have had a seemingly steady increase in IV tubing coming apart. Both secondary and primary lines have come apart under the drip chamber. We have had multiple chemo spills as a result. See the photo below circled where the tubing came apart. Bd chemo secondary set catalog number 10013364t lot numbers: (10) 235059177 exp. Date 5/23/2026 (10) 10016073 (10) 23039137 primary tubing catalog number 2420-0007 lot number: (10) 23025193 exp. Date 2/7/2026 (10)23075292upon visual inspection, staff have noticed that there is a kink there at times but not always. Staff unkink the tubing and the tubing appears in tact with minor manipulation (clamping and unclamping). It almost always comes apart chairside, as the nurse is raising the bag to hang it. The nurses have been the ones the chemo is spilling on primarily -soaking their shoes and socks. I have reinforced with staff to please keep in mind when using any product/tubing to inspect before using. I am encouraging staff that inspecting include gently tugging at the tubing, looking for kinks and seeing if there is a compromise to the integrity of the product. If a product is questionable for use or there is compromise, not to use and fill out an rl solution - include the lot number of the product if available. Also, save (unused) product in a bag and label defective in the case someone reaches out for it for further analysis. I have notified regional pharmacy, nursing leadership from wci regional team and wci main campus ¿ inpatient and outpatient due to the concern.